Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is not receiving effective stimulation therapy from his scs system . An sjm rep met with the pt and was unable to obtain effective stimulation coverage of all of the pt's pain areas. A system diagnostics revealed multiple invalid lead contacts. The pt's pain management physician will consult with a surgeon for a possible lead revision.